Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sigmoidectomy procedure, the surgeon articulated the jaws and clamped the tissue, however a strange sound was heard. The surgeon pushed the blue button quickly in three times but could not open the jaws. Returned the device to the nurse , checked the handle indicator /the adapter indicator/ the cartridge indicator were all normally illuminated. Then the nurse returned the jaws to the straight position and removed the cartridge from the adapter, however the status indicators were illuminated blue and the adapter indicator was flashed. The nurse removed the adapter and the battery from the handle. Re-inserted the battery ,the handle indicator was normally illuminated. Re-connected the adapter without touching the black release button, without the red indicator was shown, the adapter indicator was normally illuminated. Re-connected the cartridge, however the status indicators were illuminated blue. Pushed the blue button to close the jaws, however could not close them. Tried to remove the cartridge, however the release button was stiff and was unable to be pulled back. Replaced by another device ,the procedure was completed.